Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Reporter alleged obtaining a result of 283 mg/dl on aviva system 1 compared back to back with the results of 423 mg/dl and 114 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter also stated that he obtained another result of 194 mg/dl on aviva system 2 within 10 minutes of the two results prior to it. Reporter stated that he drank juice as he was feeling hypoglycemic symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).